Manufacturer narrative:
Pump performed wihtin specifications. Cuff performed within specifications. Balloon performed within specifications.

Event description:
An aus device was implanted on 5/29/97. Info received on 7/22/97 indcates device would not activate. Info received 8/12/97, from the dr. Indicates he's still having difficulty activating the device. Info received on 10/3/97 indicates the entire device was removed from the pt and replaced due to recurring incontinence and fluid loss-connector.